Event description:
Snare worked for the first pass polypectomy but then became kinked and would not work for second pass, boston scientific cold captivator thin wire 10 mm rounded snare. Ref # m00561100, lot # 31511600. No injury to patient, new snare obtained and polyp removed successfully.